Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer was drunk tons of water and blood glucose was high. Customer does not have insulin pump they lost yesterday. Troubleshooting was done for high blood glucose and under delivery. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.